Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported, there was a "no target lesion" vascularization performed on the patient about 7 month after a smart stent was implanted at an unknown lesion. Patient outcome is unknown. The patient was a (B)(6) male. The intended procedure was a pta. The target lesion was unknown. The rate of stenosis was unknown. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. On (B)(6) 2014, the patient had a "no target lesion" vascularization performed due to progression of the lesion in bk. On (B)(6) 2014, the patient¿s outcome was unknown. No further information was provided. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis of the coronary artery is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Restenoses are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, there was a "no target lesion" vascularization performed on the patient about 7 month after a smart stent was implanted at an unknown lesion. Patient outcome is unknown. The patient was a (B)(6)-year-old male. The intended procedure was a pta. The target lesion was unknown. The rate of stenosis was unknown. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. On (B)(6) 2014, the patient had a "no target lesion" vascularization performed due to progression of the lesion in bk. On (B)(6) 2014, the patient¿s outcome was unknown. This is a case from (B)(4) smart pms and the case number is (B)(4).

Manufacturer narrative:
The device remains implanted in the patient, therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6).

Manufacturer narrative:
Additional information: the original target lesion was located in the superficial femoral artery. The vascularization was performed in the same vessel; however, it is unknown if it was within 5mm from the stent. Target lesion characteristics were unknown. Unknown if there was a dissection after smart stent implanted or if there was any distal disease left untreated. It is unknown if the stent covered ¿healthy tissue to healthy tissue¿ or if the stent was post-dilated with the residual stenosis. It is unknown what medications the patient was taking or if they were compliant with medication regimen. The restenosis rate or symptoms the patient had are unknown. It was reportedly not restenosis but progression of primary disease in below the knee. Surgery was performed. It is unknown if the patient¿s symptoms subsided or what the residual restenosis rate is. Current health status is unknown. Complaint conclusion updated with additional information: as reported, there was a "no target lesion" vascularization performed on the patient about 7 month after a smart stent was implanted at an unknown lesion. Surgery was performed. Patient outcome is unknown. The patient was an (B)(6) year-old male. The intended procedure was a pta. The original target lesion was located in the superficial femoral artery. The rate of stenosis was unknown. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. Target lesion characteristics were unknown. Unknown if there was a dissection after smart stent implanted or if there was any distal disease left untreated. It is unknown if the stent covered ¿healthy tissue to healthy tissue¿ or if the stent was post-dilated with the residual stenosis. It is unknown what medications the patient was taking or if they were compliant with medication regimen. On (B)(6) 2014, the patient had a "no target lesion" vascularization performed due to progression of the lesion in bk. The vascularization was performed in the same vessel; however, it is unknown if it was within 5mm from the stent. The restenosis rate or symptoms the patient had are unknown. It was reportedly not restenosis but progression of primary disease in below the knee. Surgery was performed. It is unknown if the patient¿s symptoms subsided or what the residual restenosis rate is. On (B)(6) 2014, the patient¿s outcome was unknown. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis of the coronary artery is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Restenoses are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.